Manufacturer narrative:
The field service engineer inspected the analyzer and confirmed the analyzer was performing according to specifications through successful hardware checks. He found several big clots on the sample probe which strongly indicated preanalytical handling-related issues. The investigation reviewed images of the patient sample; the images also strongly suggest a preanalytical handling issue. The investigation determined the event was due to a preanalytical handling issue at the customer site (big clots on the sample probe). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received a questionable ldh result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 335 u/l. The first repeat result was 149 u/l. The second repeat result was 179 u/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.